Manufacturer narrative:
(B)(4).

Event description:
It was reported the device went into backup mode during shock therapy which lead to possible short circuit damage and also over current detection. The patient had experienced muscle stimulation due to high output pacing. An external defibrillation was performed. A software download and programming the pacing output were completed. Lower out of range lead impedance indicates possible damage to the right ventricular lead. Device replacement was recommended. The patient was discharged with a life vest for the time being.

Event description:
New information received states the device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and damaged output transistors were noted. The damage was believed to be caused by a damaged lead.